Event description:
Boston scientific received information that during a routine follow-up, interrogation of this device displayed a battery indicator not as expected, based on implant duration. Device data was then sent to boston scientific's internal technical services (ts) for review; however, the quality of the images provided was too small and too poor to make a technical assessment. Ts reiterated that the gauge position slightly off of bol (beginning of life), is merely indicative that the device is implanted and capacity is being consumed. Via the programmer you can drill into more details about the power consumption should there be further concern. In accordance with the event details, the power consumption should be less than 100%; however, should the longevity of the device require further investigation, a save to disk should be provided. The device remains implanted and in service with normal follow-ups scheduled. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.